Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) 2 weeks post implant. Surgical intervention was undertaken. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.